Event description:
It was reported that during a procedure, it was found that there was a broken key switch, therefore the procedure was terminated and not completed. There were no patient complications.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the facility of the customer by a field service engineer (fse). The fse replaced the key switch. The laser passed full functional and electrical safety testing. Based on the information available, the reported clinical observation is confirmed. The replacement of the key switch resolved the issue. It is likely that the damaged key switch could have affected the console performance, leading to the reported event. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, it was found that there was a broken key switch, therefore the procedure was terminated and not completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that during a procedure, it was found that there was a broken key switch, therefore the procedure was terminated and not completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
B5: describe event or problem, correction. The console was not returned for analysis; however, this console was serviced at the facility of the customer by a field service engineer (fse). The fse replaced the key switch. The laser passed full functional and electrical safety testing. Based on the information available, the reported clinical observation is confirmed. The replacement of the key switch resolved the issue. It is likely that the damaged key switch could have affected the console performance, leading to the reported event. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.